Manufacturer narrative:
No product has been returned for evaluation nor lot code was provided as it was left in-situ. No radiographs or images were provided that confirm the alleged event. It is unknown if the patient conformed to post-operative activity restrictions. No additional investigation can be performed at this time. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..."

Event description:
On an unknown date a patient underwent an anterior lumbar interbody fusion procedure at l5-s1 levels. Post-operative radiographs showed a screw fracture at s1 level. The patient was fused and has is asymptomatic. No revision procedure is planned at this time.